Event description:
It was reported that the compressor did not start. Moreover, fuse was found blown. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to the device, which would not turn on. There was no patient harm reported. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. The unit was inspected and blown fuse was found. The issue has been resolved by replacing fuse and the device was delivered to the user in working condition. Based on prior investigation, it was concluded that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. The root cause of the issue has not been determined.